Event description:
A user facility reports that when an intraocular lens (iol) was unfolded, the surgeon noticed a piece missing from the edge of the lens and a brown mark on the optic. The incision was widened to remove the lens resulting in a slight astigmatism.